Event description:
The distributor contacted dexcom to report that the consumer experienced permanent out of range signal. The consumer did not report any medical intervention of injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported permanent loss of "y". The root cause was determined to be a defective transmitter.